Manufacturer narrative:
(B)(4). The device was not returned to physio control. A third-party service agent evaluated the customer's device and was unable to reproduce the reported issue. The electronic records were downloaded for review. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio control to report that their customer's device sometimes would not turn on. There was no patient involved in the reported event.